Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to migration and discomfort. The associated electrode had dislodged and was also explanted. It was noted that placement difficulty was experienced during the initial implant procedure due to the size of the patient. A replacement system was implanted without further incident. No additional adverse patient effects were reported.